Event description:
Customer reportedly obtained results of 99mg/dl, 140mg/dl, and 270mg/dl on the advantage sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.